Event description:
It was reported that when stimulation was turned on there was a loss of therapeutic effect. The device delivered a shock in (B)(6) 2011 and was reset to factory settings and required a reprogramming. Add'l info has been requested, but was not available as of the date of this report. Refer to MFR report # 3004209178201108514.

Manufacturer narrative:
(B)(4).